Manufacturer narrative:
This report is submitted on 15 apr 2021.

Event description:
Per the clinic, it was reported that the patient experienced an infection around the implant site which was treated with antibiotics (oral & IV). However, this issue could not be resolved. It was also reported that the patient was hospitalized due to medical issues. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.